Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high," exact value was not provided. Cause was unknown. Customer delivered a correction bolus via the pump to address high bg. Tandem technical support performed a system check and determined that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.